Manufacturer narrative:
E1: facility name (B)(6). H3: no samples were received for analysis of this complaint. The device history record of reported lot number 4471024 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that two pumps were tried with this tubing, and both had an air in line alarm. The cassettes and tubing contained chemotherapy. There was patient involvement, and no patient harm/adverse event reported.